Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a facility representative via email that (3) ar-3636 knotless fibertak tip broke during insertion. All the broken fragments were retrieved and the case was completed using a 2.9 pushlocks. This was discovered during a left shoulder arthroscopy with labral repair procedure on (B)(6) 2023.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-3636 / batch 15060368 was received for investigation. Visual evaluation found that the inserter tip of the device is broken off. Functional testing was not performed due to the tip of the device was broken. Additional evaluation included measuring the thickness of both with blade micrometer - 1007809. The smaller broken piece (piece a), as well as the piece attached to the handle (piece b). Per drawing c15947- revision 2, both pieces of the tip are within tolerance of the drawing's specifications. Piece a had a thickness of .024 and was expected to be .024 ± .002. Thus, passing within tolerance. Piece b had a thickness of .015 and was expected to be .015 ± .001 - also passing within tolerance. Per customer, the quality of the bone was hard. The most likely cause of this condition is the excessive force used to pry and/or leverage the device. The cause remains error use. Per dfu-0054-eor2, precaution #6: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Furthermore, dfu-0404-sub-eor0, warns to avoid excessive impaction as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.